Manufacturer narrative:
The used company cartridge was not returned. The lens was returned semi folded in the well area of the 78(iw) lens case. Viscoelastic was dried on the lens. Both haptics were folded in on the anterior optic surface, typical of insertion into a cartridge. The optic had angled cracked areas on opposite sides. One side was also scraped at the edge. The optic was also scraped on the edge at the center in the plunger travel path. The damage was on the posterior surface. This damage would indicate a plunger underride occurred. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model or diopter and handpiece were indicated. A non qualified viscoelastic was indicated. The root cause for the damage may be related to a failure to follow the instructions for use (IFU). Only the lens was returned for evaluation. The lens was damaged. The observed damage, angled cracks on opposite sides and a scrape at the center edge in the plunger travel path would indicate a plunger underride occurred. The optic cracks would occur due to the lens folding around the plunger tip. A non qualified viscoelastic was indicated. It was also indicated the lens was in the cartridge 3-4 minutes. The IFU instructs the company intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported with during an intraocular lens implant procedure intraocular lenses got stuck inside the cartridge and then it shredded the lenses. They felt as though there was something inside the cartridge that was causing that problem. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been received and stated that the procedure was completed with another lens on the same day. There was no patient contact.